Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional of the clinical study reported the patient experienced motor stimulation starting (B)(6) 2015 when the stimulator was turned on. This was similar to but less severe than motor stimulation they experienced (B)(6) 2015. The motor stimulation included cramping and spasm pain. The patient could not turn amplitude down low enough to relieve it due to lower amplitude limit set per study protocol. The patient was reprogrammed as an intervention and the event was considered resolved without sequelae (B)(6) 2015. The patient was seen again (B)(6) for increased pain and painful unwanted stimulation outside of target pain areas persisting several days after stimulator was turned off. The patient was reprogrammed again as an intervention and the stimulator was turned off and the patient was exited from the study per the investigator. The additional pain and unwanted stimulation was noted to be resolved without sequelae. The etiology was related to the programming/stimulation and not related to the implant procedure. No device deficiency was noted; device interrogation revealed no abnormal findings. The event did not lead to serious medical occurrence, death, life-threatening illness or injury. There was no permanent impairment or hospitalization due to the event. Patient indication for use is spinal pain.